Manufacturer narrative:
The initial report was created in error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420mg/dl. The customer reported no delivery alarms on the insulin pump and noticed that the cannula was bent on the infusion set. The customer reported that the blood glucose ranged from 240 mg /dl to 400 mg/dl. The customer declined to troubleshoot. The insulin pump was not returned for analysis.